Manufacturer narrative:
The technician replaced the head end hi/low valve solenoid to repair the bed.

Event description:
Info received indicates the head hi/lo will not rise for reverse trendelenburg.